Manufacturer narrative:
Two other devices were explanted in this event. Their MDR report number are 1020279-2020-01513 & 1020279-2020-01514.

Event description:
It was reported that, after the implantation of a genesis ii system in a total knee arthroplasty, the patient developed an infection. A revision surgery was performed to treat this adverse event. The patient outcome is unknown.